Manufacturer narrative:
The technician found the casters were broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the basement bed down area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).